Event description:
It was reported that before tka leadscrew nut was broken. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The exterior condition shows minor wear (scratches). The reported problem was visually confirmed. The lead screw nut is broken. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to broken/damaged parts. The lead screw nut is broken prohibiting movement. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. S part of corrective actions, a new and more robust design of the snap lock has been released.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The exterior condition shows minor wear (scratches). The reported problem was visually confirmed. The lead screw nut is broken. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to broken/damaged parts. The lead screw nut is broken prohibiting movement. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. S part of corrective actions, a new and more robust design of the snap lock has been released.